Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported she feels heat emitting from both the ipg and charging system when recharging the ipg. In an effort to resolve this matter, a replacement charging system was shipped to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful.

Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.